Event description:
After first supartz injection side effects: migraines and ibs symptoms and insomnia. I just completed my fifth injection and have had almost continual migraine and stomach problems that sent to me to my internist as could not control my bowels. I am on medications for these issues. I finally made the connection - its the supartz injections. I have been on for five weeks! I hope these side effects will soon start to go away. Dose or amount: 1 syringe. Frequency: 1 each week for 5 weeks. Route: unk. Dates of use: (B)(6) 2012. Reason for use: knee osteoarthritis. Event abated: no.